Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in auxiliary water channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from s-cover. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported that the gastrointestinal videoscope had no video image and that the screen remained black with disturbing reflections. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to foreign material in the jet-tube, the additional findings were as follows: due to wear of scope cover packing, water tightness was lost, the air/water-cylinder has discoloration, suction-cylinder had discoloration, the grip had a scratch, the plug unit was dirty due to water leakage, the scope connector-case unit was dirty due to water leakage, the outside shield unit was dirty due to water leakage, the label on scope connector was peeled, due to corrosion on plug unit, a b30 scope communication error occurred, the plastic distal end cover had a scratch, the adhesive around objective lens has a chip, the adhesives around light guide lens has a pinhole, light guide lens has a chip, adhesive on bending section cover was detached, the connecting tube had buckling, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.